Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: d5, e1 (the name of the establishment is corrected, the rest should be remains blank), e2, e3 and g2 (remove user). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: air/water cylinder had no color; suction cylinder had no color; color ring has a crack; air/water cylinder has foreign objects; light guide cover glass has corrosion; scope cover unit has corrosion due to water leakage; scope case unit has corrosion due to water leakage; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; jet tube has foreign objects; distal end cover has a burn; objective lens has a chip; light guide lens has a crack; bending section cover or distal sheath rubber has foreign objects; and connecting tube has foreign objects. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water cylinder, jet tube, connecting tube and bending section cover or distal sheath rubber had foreign material. There were no reports of patient involvement.